Event description:
The customer reported the ventilator alarmed with data acquisition pcba adc failed. The customer reported the unit was in use on patient, but it is unknown if there's patient harm reported.

Manufacturer narrative:
The biomed could not duplicate the reported problem after running the vent for two days. No parts were replaced. (B)(4).

Event description:
The customer reported the ventilator alarmed with data acquisition pcba adc failed. The customer reported the unit was in use on patient, but it is unknown if there's patient harm reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.